Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing intermittent fluctuating blood glucose (bg) levels ranging from the 40s-300s (mg/dl). Elevated bg levels were addressed with correction boluses via the pump and low bg levels were addressed with glucose tablets and milk. Reportedly, fluctuating bg levels were due to settings needing adjustment and customer has consulted with healthcare provider (hcp) regarding pump settings.